Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left rupture and capsular contracture baker grade unknown. Device has been explanted, replaced, and was accidentally discarded. Capsulectomy performed.